Event description:
Hospital reports that a "pc" monitor was flickering at the nurses station a few weeks prior to 01/25/2000 and then on 01/24/2000 that "pc" went up in smoke and the fire dept had to come out.